Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the failure of the communication with the endoscope due to the influence of corrosion and rust on the electrical contacts of the output socket. In addition, about five years have passed since the device was manufactured, and the output socket corroded due to the repeated use of the device for a long period of time under poor drying. This may have caused an unstable electrical connection, causing b30 to occur due to the communication error between the endoscope and the video processor. Olympus stated the appropriate handling of clv-190 and the counter measures against abnormalities in the instruction manual of clv-190.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that when evis 180 series videoscope was connected the subject device functioned correctly, however when evis 190 series videoscope was connected the endoscopic image was not displayed (full of red dots) and error b30 occurred. (B)(4) concluded that there was necessary to change the output socket and the communication board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the beginning of a gastroscopic procedure, it was found that the scope communication error b30 was displayed and the endoscopic image was not displayed. The patient moved to another endoscopy room and the procedure was completed using the evis 180 system with thirty minutes delay. There was no report of patient injury associated with the event.